Event description:
It was reported that for the intrinsic device the sensing integrity counter was at 2400 since (B)(6). The premature ventricular contraction count was high. Also the patient received a shock for t-wave oversensing (twos) while on the treadmill. The caller then observed twos realtime and couldn't program around it with sensing at 0.9mv. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.